Event description:
A therapist had a finger pinched in the mechanism of the pt support couch on a clinac. The customer reported, "according to therapist's description of the accident, she was moving the table superiorly from the most inferior portion of the table (from the back to the front - toward the gantry). She was standing on the right side of the couch if one was to face the gantry, she was holding the metal bar and may have had her pinky finger exposed. Her pinky then was caught between the bottom of the table and the area near the control panel (top and the bottom parts of the couch). The sliding of the table caused her caught pinky finger to be sliced through the bone. She was then examined by the nurses and sent to the emergency room."

Manufacturer narrative:
An urgent medical device correction notification was provided to all affected customers on 8/11/2008, to emphasize important info provided in varian safety, user and maintenance manuals regarding pinch hazards, and to remind customers of the precautions that a user must observe to avoid encountering one of these pinch points. In addition, varian has developed a design enhancement to the exact couch top to mitigate these pinch point hazards. All corrective actions have been reported under the guideline of 21 cfr part 806, and corrective action is on-going. The effectiveness of the recall communication indicates that dr. Ping wong at this center received the urgent medical device correction notification. No follow-up reports are anticipated.